Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies preventative and detecting methods associated with the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during maintenance, the evis lucera elite gastrointestinal videoscope had leaking issue. Upon inspection of the customer¿s returned device it was observed, a white brush like material was present in the air / water nozzle. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction, it was observed, the light cover glass was found chipped, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive failed lifting, the section connector had water leakage, the device failed image illumination, the biopsy channel had leakage, the up/down (u/d) angle play failed testing, the water flow failed specification and the device failed automated leak test. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.